Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional adverse patient effect of death is being filed under a separate medwatch report. Article: hitinder s. Gurm, md; carrie hosman, phd; david share, md; mauro moscucci, md; and ben b. Hansen, phd. (Annals of internal medicine 159.1, nov 19, 2013: 660-6.) Comparative safety of vascular closure devices and manual closure among patients having percutaneous coronary intervention.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on review of the article: "comparative safety of vascular closure devices and manual closure among patients having percutaneous coronary intervention. " it was reported that a multi-center retrospective study identified 85,048 consecutive patients who underwent percutaneous coronary interventional procedures between 2007- 2009. Of the 85,048 procedures, 28,528 used vessel closure devices, 9.7% were perclose devices, 9.5% were starclose devices. No study information was provided on device failures. The article did not indicate a direct correlation between the adverse patient outcomes and the perclose and starclose devices. Clinical outcomes were as follows: hematoma, pseudoaneurysm, retroperitoneal bleeding, blood transfusion. No additional information was provided.